Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Lots identified: 33490322 - mfg date 07/22/2022, 33520373 - mfg date 12/19/2022, 33610901 - mfg date 05/21/2024.

Manufacturer narrative:
D4 - possible lot numbers identified: 33490322. 33520373. 33610901.

Event description:
It was reported during initial surgery a twist drill broke during use. A portion of it remains implanted.